Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It as reported that during a trial on (B)(6) 2018 the physician attempted to place a 3086 multiple times without success. Thee trial was aborted.